Manufacturer narrative:
Full e1 establishment name: (B)(4). In addition to the findings in b5, evaluation found the following: the gap on upward/downward knob was out of standards due to the worn angle-wire, charge coupled device lens had scratches, light guide lens had scratches, light guide lens inside was discolored, bending section cover adhesive was broken, connecting tube was corrugated, suction cylinder was peeled off, suction cylinder was damaged, universal cord was corrugated, the protector of scope connector of universal cord was broken, suction cover was deformed, grip part was deformed, there was corrosion from control part due to the leakage, there was corrosion from electrical connector due to the leakage, angulation in the right direction was out of standards due to the worn angle-wire, the image was partially dark due to the scratch on charge coupled device lens, and there was leakage from elevator channel plug. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The olympus field service engineer reported (on behalf of the customer) that there was leakage from the suction channel while using the evis lucera duodenovideoscope. The issue was found during preparation for use, for a diagnostic procedure, and completed using a similar device. During the device evaluation, it was found that there was dirt inside the light guide lens. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to humidity invaded the light guide (lg) lens which led to corrosion occurred by applied physical stress to distal end such as hitting and dropping and/or lg-lens glue peeled off by chemical stress such as chemical solutions used for the device. The event can be detected by following the instructions for use (IFU) sections: IFU states that detection method in evis lucera jf/tjf type 260v operation manual chapter 3 preparation and inspection. Olympus will continue to monitor field performance for this device.